Event description:
It was reported that during the use of the product, the suction line became damaged. No adverse effects reported. No additional information is available for this complaint.

Manufacturer narrative:
H6: health impact and evaluation codes: updated h10: no lot number was provided; therefore, device history record review could not be performed. A product sample and photos were received for evaluation. Visual inspection found the connector on the suction line was detected unconnected, as well as the presence of solvent and blue residue from the connector in the tube. The complaint was confirmed. Based on the analysis conducted in the photos provided and the sample provided, solvent residues can be seen in the tube, in addition to the blue residues of the connector in the tube, the connection of the tube and the connector was correct, and the disconnection was due to improper use of the product. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).